Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 327 mg/dl. The customer was hospitalized for five days. Customer stated that the insulin pump has physical damage. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Cracked battery tube threads, cracked reservoir window, cracked reservoir tube lip and cracked case near display window corners noted during visual inspection.